Event description:
Per the clinic, the patient experienced poor feedback and poor sound quality. The attract magnet was explanted and an osia was implanted at a new site (date unknown).

Manufacturer narrative:
This report is submitted on november 25, 2022.